Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump with green flow stop cassette exhibited a "no disposable, clamp tubing" alarm. Per reporter the residual volume was approximately 9 ml" (was accidentally reset to 100)." Rate 2.2 ml and given 90.7 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).